Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Rahimli, m., gumbs, a.a., perrakis, a. Et al. Learning curve analysis of 100 consecutive robotic liver resections. Surg endosc 39, 2512¿2522 (2025). Citation: https://doi.org/10.1007/s00464-025-11551-5. Additional section an information: body mass index (bmi): 27.5 kg/m2 (5.0).

Event description:
A review of a literature article "learning curve analysis of 100 consecutive robotic liver resections" was performed. This retrospective study analyzed 100 consecutive robotic minimally invasive liver resections surgery (md-mils) from june 2013 to july 2024 that were performed by a single surgeon. Liver surgeries were performed using the da vinci si system and since september 2019, the da vinci xi system. There were 60 males and 40 females with an average age of 62 years. The article noted that during these da vinci system (dv) surgeries, there were multiple events reported. A total of 9 conversions were recorded, corresponding to a conversion rate of 9 percent. The primary reasons for conversion included anesthesiological issues, intraoperative bleeding, and technical challenges. Overall morbidity occurred in 28 patients (28 percent), with liver surgery-related complications in 12 cases (12 percent). Major complications (clavien-dindo grade greater than or equal to 3a) were observed in 21 patients (21 percent), with bile leakage (5 cases) and bilioma (4 cases) being the most frequent. Other major complications, such as pneumonia, pulmonary embolism, and intra-abdominal fluid collections, were also noted. There were no specific da vinci device malfunctions reported, nor did the author allege that the dv products caused or contributed to any adverse event. The study results suggest that approximately 65 cases are required for a surgeon experienced in open and laparoscopic liver surgery to achieve consistent proficiency in robotic liver resections. These findings underscore the importance of standardized training protocols to support the learning curve in robotic liver surgery.